Manufacturer narrative:
(B)(4). Additional information received 14-dec-2024 indicates that the condition of the patient is "fine". It was also reported that the catheter along with the swg was removed and a new puncture was performed before bypass surgery, with heparin administered during the procedure. A new catheter was inserted at a different insertion site on the internal jugular vein.

Event description:
It was reported that "on (B)(6) 2024, in the anesthesia department, the catheter was inserted, and resistance was observed when the guide was removed. When it was removed the guide was completely "unravelled". After careful inspection, the entire guide was removed, but the external part (spring) was "stretched". This incident raised doubts in the nursing team as to the integrity of the guide during removal and led to the need to re-insert a cvc, thereby exposing the 79-year-old female patient to the risk of infection.".

Event description:
It was reported that "on (B)(6) 2024, in the anesthesia department, the catheter was inserted, and resistance was observed when the guide was removed. When it was removed the guide was completely "unravelled". After careful inspection, the entire guide was removed, but the external part (spring) was "stretched". This incident raised doubts in the nursing team as to the integrity of the guide during removal and led to the need to re-insert a cvc, thereby exposing the 79-year-old female patient to the risk of infection." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer provided 3 photos for analysis. The photos show the catheter and guidewire within a plastic bag. The unraveling of the guidewire can be confirmed from the provided photos. The customer also returned one guidewire, three lumen catheter, and lid stock for evaluation. The returned components appear to match the components pictured in the customer-supplied photos. Signs of use in the form of biological material were observed on the guidewire and inside the catheter body. Visual examination confirmed the customer complaint of separated towards the distal end of the guidewire. Kinking was also observed on the guide wire. Further analysis revealed the core wire was separated from the distal weld. This resulted in the distal j-bend being misshapen. Microscopic examination of the guide wire confirmed the core wire was detached, and the distal weld was missing and not returned. The core wire was still attached to the proximal weld of the guidewire , which was full and spherical. The kinks on the guidewire were measured at 28mm and 194mm from the proximal end. The core wire from the proximal weld to the point of separation on the core wire measured 454mm, which is within the specification of 450mm-458mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guidewire product drawing. The catheter measured 162mm, which is within the specification of 158.5mm - 175mm per catheter product drawing. The outer diameter at the tip of the catheter measured 1.45mm, which is within the specification limits of 1.40mm - 1.50mm per the catheter product drawing. The inner diameter measured 0.9652mm , which is also within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the severity of the separation and unraveling. A lab inventory guidewire was inserted through the returned catheter per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire.". No resistance was encountered, and the catheter functioned as intended. A manual tug test confirmed that the proximal was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire unraveled and separated was confirmed through an examination of the returned sample. The core wire was broken adjacent to the distal weld. The guidewire and catheter met all dimensional requirements during investigation testing; however, a complete analysis on the nature of the damage could not be performed as the separated portion (distal weld) of the guide wire was not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. The appearance of the damage to the guide wire appears consistent with undue force applied during insertion/removal; however, the root cause cannot be determined without the severed weld also returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, in the anesthesia department, the catheter was inserted, and resistance was observed when the guide was removed. When it was removed the guide was completely "unravelled". After careful inspection, the entire guide was removed, but the external part (spring) was "stretched". This incident raised doubts in the nursing team as to the integrity of the guide during removal and led to the need to re-insert a cvc, thereby exposing the 79-year-old female patient to the risk of infection." The patient's current condition is reported as "unknown".